Manufacturer narrative:
(B)(4). Investigation: through discussion with the customer, it was determined that the incorrect hematocrit was entered for the pt. The operator inadvertently entered the pt's hemoglobin as the hematocrit. The doctor was in the room and he was not concerned, because the operator was able to establish the interface very quickly with the changes that she made with the caridian bct support specialist's help. Root cause: there was an rbc spillover due to the inaccuracy of the entered hematocrit. Conclusion: the device did not cause hemolysis.

Event description:
The customer called about an "rbc detected in plasma line from centrifuge" alarm during a therapeutic plasma exchange procedure. The customer stated that the interface appeared to have a very thin yellow plasma layer and there appeared to be red blood cells (rbcs) in the plasma waste bag. The customer stated that the plasma bag looked to have 3 layers: rbcs, pink plasma and lighter colored plasma. The pt is doing fine post-procedure. He is still in the ICU, as he was prior to the procedure. Pt identifier, age and weight are not available at this time. The disposable set is unavailable to be returned for investigation. This report is being filed due to the allegation of hemolysis.